Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported close door message which was not reproduced. Multiple occurrences of "door jammed" messages were confirmed through a review of the event history log. The device was found to be within specification and passed all testing. The unit was reworked to ensure continued door function.

Event description:
It was reported that a spectrum pump alarmed "door not closed." It was also reported there was no pt injury.